Manufacturer narrative:
Updated investigation report attached with risk analysis included (B)(4).

Event description:
There is no official complaint. As the research assistant for the (B)(6) registry, I was checking data entry and found that on (B)(6) 2017 a subject that was treated with an atherectomy device using the volcano wire had a perforation. The investigator took care of said perf with a covered stent. We spoke to him today after realizing this information and he concludes that the perforation was not a direct result from the (B)(6) device. I wanted to document my findings regardless.

Manufacturer narrative:
No product was provided for analysis. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
There is no official complaint. As the research assistant for the phoenix registry, I was checking data entry and found that on (B)(6) 2017 a subject that was treated with an atherectomy device using the volcano wire had a perforation. The investigator took care of said perf with a covered stent. We spoke to him today after realizing this information and he concludes that the perforation was not a direct result from the phoenix device. I wanted to document my findings regardless.